Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported error 22017 and replaced the right master tool manipulator (mtmr) and remote arm controller (rac2) on surgeon side console (ssc2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmr and rac2. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a recoverable error 23017 pointing to master tool manipulator right (mtmr) occurred intermittently. The customer elected to use another surgeon side console (ssc) to complete the procedure. There was no reported injury. The procedure was delayed for less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the products involved with this complaint to perform failure analysis. The master tool manipulator (mtmr) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 23017 was found indicating a fault on axis 7 (wrist roll), confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 7, replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where the "power up" test was found to be failing on the axis 7. Once testing was completed, the axis 7 motor was applied behavior analysis (aba) tested and was verified to be the source of the fault. Additionally, the remote arm controller (rac2) module was evaluated, and the reported system failure could not be replicated. A visual inspection did not reveal any conditions related to the reported issue. The unit was installed on a golden system and successfully completed the program without issues. Extended performance testing was conducted, consisting of 10 power cycles followed by one hour of idle time. No errors were observed during testing, and a review of the system error logs after completion confirmed that no errors were recorded. The complaint was confirmed and replicated on the mtm by failure analysis. The probable root cause is attributed to electrical issues resulted from a faulty axis 7 motor located on mtm. This issue can be resolved by replacing the mtm.